Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty during the load process. Customer's blood glucose level was 283mg/dl. No additional patient or event information was available.